Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 43 mg/dl at the time of the call. The customer attributed their blood glucose to physical activity. The customer reported their blood glucose rose to 64 mg/dl after treatment with soda. The customer was also assisted with an infusion set change. The customer declined to return the insulin pump for analysis.